Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds one day post implant. After an xray, the lead had confirmed dislodgement. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.